Event description:
In 05, a sample from a patient seen in emergency department generated an I-stat troponin result of 0.24 ng/ml and lab result was 0.01 ng/ml. At that time, customer reported that she has spoken with ed physician and that the patient's treatment was not based upon the I-stat result and was made on other clinical factores. The patient has been having chest pain for two weeks and that is why the patient was taken to the cardiac catheterization lab. In 2006 new info was obtained by abbott point of care in regards to the above info during routine interaction with the customer. The customer now stated that she does not recall providing the patient management info to abbott. At that time, abbott requested a follow up discussion with the cardiologist to determine if the patient was taken to cardiac catheterization based on the I-stat tropinin result. The customer contacted the cardioligist who stated that the positive troponin result of 0.24 ng/ml was a factor in determiing the need for a cardiac catheterization.